Event description:
Customer mentioned having high blood glucose readings of 571 mg/dl. It was noted that the cap and reservoir were not screwed in properly and the insulin pump was not delivering insulin. Customer stated that they twisted the reservoir and disconnected the plunger causing the insulin to run out. It was noted that insulin was not going through the tubing when attempting to fill. Customer's most recent blood glucose reading was noted to be 234 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.